Event description:
It was reported that patient experienced renal failure. Two angiojet catheters were used in a thrombectomy procedure in two different patients. Despite hydrating the patients and limiting runtime, the patients had renal failure after utilizing the angiojet system. No further patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Initial reporter first name: (B)(6).